Event description:
It was reported that the patient received multiple inappropriate shocks. A review of the device data revealed that there was high lead impedance and oversensing in the right ventricular lead. The lead was explanted and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).